Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic during follow up, the device delivered a patient notifier for non-sustained right ventricular oversensing episodes caused by post-paced t-wave oversensing. Programming changes were made.